Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized for a high blood glucose of 2,000 mg/dl ems took her to the hospital. The patient was in a coma. She was treated with insulin drip. Troubleshooting was declined for the high blood glucose. The insulin pump was not returned for analysis.